Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) via a company representative and it was reported that the pump was replaced on (B)(6) 2020. Per the reporter, it had started to erode through the skin; you could see the white sutureless connector poking through the patient¿s skin. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6) 2020. It was reported that the pentec report was different than the initially reported information. It was noted that the report stated that there was a "red,hard and swollen area above the pump site." The pump was to be replaced on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the physician reported that over the past month it had been noticed that the pump had been rotating and the patient had redness of the abdominal site. Over time the pump had been rotating causing skin erosion. Last month the patient was placed on keflex without any change in his symptoms. The patient denied any fevers, chills, stiff neck, headache, visual changes, or other systemic symptoms. He had not had any actual wound drainage or dehiscence. He denied any new neurological complaints, weakness, saddle anesthesia, or bowel or bladder dysfunction. At this time, there did not appear to be an active infection, but if the pump would erode through the skin completely then the pump would need to be removed. The patient¿s pump managing physician was trying to wean the patient off the medications, but the reporting physician thought it was doubtful that it could be done prior to needing surgical intervention and he was going to discuss this with the patient¿s managing physician. The reporting physician stated that they did recommend removing the pump and replacing it as long as there were no signs of infection. The risks, benefits, and details of the procedure were discussed at length with the patient. They were going to begin his preoperative planning. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics and/or troubleshooting was done. The issue was not resolved at the time of this report. Surgery was scheduled for (B)(6) 2020. It was indicated that the hcp had no further information to provide regarding the event and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.